Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm replaced the broken helium regulator assembly and then calibrated the unit. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the yoke mount from the helium assembly of the cs300 intra-aortic balloon pump (iabp) broke while mounting iabp into ambulance. There was no patient involvement and no adverse event was reported.